Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between transmitter and smart phone that occurred on (B)(6) 2016. Patient was instructed to forget all dexcom bluetooth settings on smart phone and re-pair the transmitter to the serial number. No additional patient or event information is available. The receiver data log was reviewed on (B)(6) 2016. The complaint of loss of connection was confirmed. A root cause could not be determined.